Event description:
It was reported by the affiliate that (1) 512sd was used during a lap cholecystectomy procedure. It was reported by the affiliate that the gasket tore. Opened another device to complete the case. No adverse pt outcomes. 05/18/2000: add'l devices were received with torn gaskets (7). One device received in good condition.